Manufacturer narrative:
(B)(4). On sep 21,2021. Customer returned pump for an alleged medtronic label missing. Pump received with multiple cracks on the case. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Pump received with missing end cap sticker and cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump's medtronic minimed label had fallen off and had no damage to insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.